Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose level on first day of insertion event on (B)(6) 2026. The site of insertion was on thigh. The patient's blood glucose level was 257mg/dl and was treated with insulin via pump. No further information available.